Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by our quality control. A visual control were performed. It reveals that the membrane between the drainage channel and the stylet one is perforated. The perforation shape let think it is due to the stylet. The present catheter has been manufactured before the implementation of a corrective action, if the perforation is due to manufacturing process it could not been detected. A process modification of tests of the catheters have been implemented at the end of january 2020 to detect this type of default in our product.

Event description:
A csf leakage happened when the catheter was implanted on the 05-june, the physician found the csf leakage while the first puncture into the ventricular. He used a wire to tighten it and scotch tape to wrap the tube and until 10-june as only monitor the pressure, then the catheter was explanted. The physician did not re-insert the needle and the leakage was found when pull out the needle.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
A csf leakage happened when the catheter was implanted on the (B)(6), the physician found the csf leakage while the first puncture into the ventricular. He used a wire to tighten it and scotch tape to wrap the tube and until (B)(6) as only monitor the pressure, then the catheter was explanted. The physician did not re-insert the needle and the leakage was found when pull out the needle.